Event description:
It was reported that during an unknown procedure, the clips failed to form when advanced into jaws. Came into jaws "sideways". Issue began on second clip firing. Case completed with another device of the same product code. There were no patient consequences reported. Instrument not available for return. The account did collect the clips and asked that these be returned.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. Clips were returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Malformed clips the analysis results found that only 3 malformed clips inside the sample bag were received. As no device was received for evaluation, no testing could be performed to evaluate the incident reported. It could not be determined what may have caused the malformed clips received. No verifiable lot or batch information was provided; therefore a batch and lot review were not completed.